Manufacturer narrative:
During a coil embolization procedure, after more friction than usual was encountered when advancing the first unknown coil through the prowler select lp-es 150/5 cm microcatheter (mc) the coil was removed and a second unknown coil was deployed. The third coil a 5x10 orbit rdfl complex fill ((B)(4)/lot unk) was partially deployed, and then the mc tip moved. While repositioning the mc, the partially deployed coil spontaneously detached, leaving a 2cm "tail" outside the aneurysm. A snare device was used to catch the coil and pull it out. During the pull-out, the distal (deployed) part of the coil remained tangled in the aneurysm, and the proximal part stretched. The physician was unable to retract the coil, and the stretched part of it remained all the way down the aortic arch. It was reported that the physician is highly experienced with orbit coils. It was reported that immediately post event the patient was stable. No further clinical or procedural information is available. The devices are not available for analysis. The orbit coil remains implanted and the delivery system was not returned for analysis. The lot number is not known; therefore a device history record review cannot be completed. It appears that procedural factors and vessel/aneurysm characteristics may have contributed to the reported event. Therefore, no corrective actions will be taken at this time. It was reported that the mc was repositioned while the orbit coil was partially deployed in the aneurysm when the orbit coil spontaneously detached resulting in the coil partially protruding into the parent vessel and stretching during attempted retrieval. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil.

Event description:
During a coil embolization procedure, the first coil was progressed and more friction than usual was felt in the microcatheter. The coil was retrieved and a second coil deployed. The third coil (orbit rdfl complex fill coil 638cf0510/lot unk) was partially deployed, and then the microcatheter tip moved. While repositioning the microcatheter, the partially deployed coil spontaneously detached, leaving a 2cm "tail" outside the aneurysm. A snare device was used to catch the coil and pull it out. During the pull-out, the distal (deployed) part of the coil remained tangled in the aneurysm, and the proximal part stretched. The physician was unable to retract the coil, and the stretched part of it remained all the way down the aortic arch. The physician is highly experienced with orbit coils.

Manufacturer narrative:
The product remains implanted and will not be return for analysis. Additional information will be submitted within 30 days of receipt.